Manufacturer narrative:
Title circumferential balloon-based radiofrequency ablation for ultralong and extensive flat esophageal squamous neoplasia source volume 80, no. 6 : 2014 gastrointestinal endoscopy 1185. If information is provided in the future, a supplemental report will be issued.

Event description:
Adults with diagnosis of high-grade dysplasia (3) and mucosal squamous cell carcinomas (7) underwent circumferential ablations. Four of the 7 patients had a history of head and neck cancers, and 4 had a history of cirrhosis. All patients had lesions that occupied more than half of the circumference of the esophagus, and 3 patients had circumferential extension. Patients underwent primary ablations circumferentially using the halo360 system (concomitant products energy generator, and a sizing balloon). All patients underwent circumferential rfa with a double-ablation regimen (12 j/cm2¿ clean ¿ 12 j/cm2). After endoscopic ablation, patients were provided with esomeprazole 40 mg/day and sucralfate suspension 5 ml (200 mg/ml) 4 times daily for 1 month. Acetaminophen and an oral narcotic were prescribed as needed. Patients logged postablation symptoms to record chest pain, throat pain, odynophagia and dysphagia. Patients received follow-up endoscopy with image enhancing modalities, including lugol staining and narrow-band imaging. This was performed 1, 3, and 6 months after the procedure and every 6 months thereafter. If residual squamous intraepithelial neoplasms were detected during follow-up endoscopy, focal ablation with the halo90 system (12 j/cm2, 2 applications) or argon plasma coagulation with competitor product. After primary circumferential rfa, 4 patients had residual squamous neoplasias. After additional therapy with focal rfa or apc, 6 of the 7 achieved a complete response at 6 months. One patient was not a candidate for additional ablation because of repeat variceal bleeding and poor results during the follow-up period. One patient who had cirrhosis, an intramural hematoma developed during the procedure. However, this resolved spontaneously without the need for further treatment. Two patients had fever after the procedure and were successfully treated with antibiotics. Chest and throat pain were the most frequent post-rfa symptoms. These developed in all patients and improved 7 days after the procedure. Esophageal strictures/stenosis developed in 2 of the 7 patients and required treatment with balloon dilation for 2 and 8 sessions, respectively.